Event description:
Vns pt experienced a hard nocturnal seizure during which it is suspected that the pt's lead was broken. Pt awoke in the middle of the night realizing that they had experienced a hard seizure and was toward the postictal end of the episode. The pt developed a choking sensation in their throat when they tried to initiate magnet mode stimulation that was so severe, that they were not able to breathe or to turn their head or neck. This lasted for several seconds and eventually abated. Since that time, the pt reports that they intermittently experience muscle spasms in the side of their neck and throat with stimulation which are uncomfortable and sometimes make it difficult for them to breathe. Additionally, if this happens while the pt is chewing a piece of food, they have to stop because they cannot swallow. The pt has reported an increase in frequency of their "little seizures" which had been under relatively good control up to that point. Subsequent device diagnsotic testing resulted in high lead impedance reading (dc dc code 7 and limit), indicating possible device malfunction. Following adjustments to programmed parameters, the pt continued to have intermittent laryngeal spasms with stimulation and treating neurologist also noticed occasional sternocleidal mastoid muscle twitching. The pt underwent lead replacment surgery after which device diagnostic testing was within normal limits, indicating proper device function. The pt has not regained seizure control to date despite programmed parameter adjustments and increases in their anti-epileptic drug regimen. Neurlogist plans to perform a partially sleep deprived eeg with anterior temporal montages if seizures do not come under better control. Additionaly, neurologist is considering changing the pt's primary anticonvulsant medication. The pt indicated that the pain in their neck and ear was not quite as severe as it had been.